Event description:
The customer stated that the unit displayed ECG artifact. The customer tried new cables, but the error persisted.

Manufacturer narrative:
Manufacturer's evaluation summary: the device is an automatic external defibrillator and the actual device involved was evaluated. Factory service confirmed the reported ECG artifact, finding a lead fault message at power up of the device. They isolated the failure to an open circuit on a cable that carries ECG signals. They found that the cable had been damaged by a ferrite bead that was out of position inside the unit. The ferrite lodged in a location that induced excessive stress to the cable near where it plugs into a connector, ultimately causing a break in the insulation of the cable, exposing and breaking the conductors. Factory service replaced the cable and secured the ferrite to restore normal operation, after which the device passed testing and returned to the customer.